Event description:
Patient reported obtaining back-to-back blood glucose results of 65 mg/dl and 180 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. The suspect product was not returned to the manufacturer for evaluation.